Manufacturer narrative:
Investigation summary: it was reported that a female patient (around 80 kgs) underwent a ventricular tachycardia/premature ventricular contractions (vt/pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the case, the coronary sinus catheter (bi dir 7fr def cs,d-f,12 pin) was placed in the coronary sinus, the quadrapolar catheter (webster/ fix 6f,4p,a,sd,5mm,12pn eeprom) was placed in the right ventricle and the ablation catheter (thermocool® smart touch® sf bi-directional navigation catheter) was placed in the right ventricle outflow tract (rvot). The pentaray nav eco 7fr, d, 2-6-2 catheter was no longer in the patient¿s heart. During the mapping phase, the patient indicated she was not feeling well, and became hypotensive. Cardiac tamponade was confirmed based on the heart movement on fluoroscopy. Remainder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The anesthesia team intubated the patient and provided medication (unclear which medication was provided; however, they did use adrenaline). The patient stabilized and was transferred to intensive care unit physician staffing (ips), x-ray and CT were planned for later. Patient¿s condition is slowly improving. Extended hospitalization was required as a result of the event, the patient was still on the hospital as of (B)(6) 2020. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(6). The event date is unknown. As a result, the 1st day of the month has been entered as the event date. Date of event. Year of birth is (B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (around (B)(6)) underwent a ventricular tachycardia/premature ventricular contractions (vt/pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the case, the coronary sinus catheter (bi dir 7fr def cs,d-f,12 pin) was placed in the coronary sinus, the quadrapolar catheter (webster/ fix 6f,4p,a,sd,5mm,12pn eeprom) was placed in the right ventricle and the ablation catheter (thermocool® smart touch® sf bi-directional navigation catheter) was placed in the right ventricle outflow tract (rvot). The pentaray nav eco 7fr, d, 2-6-2 catheter was no longer in the patient¿s heart. During the mapping phase, the patient indicated she was not feeling well, and became hypotensive. Cardiac tamponade was confirmed based on the heart movement on fluoroscopy. Remainder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The anesthesia team intubated the patient and provided medication (unclear which medication was provided; however, they did use adrenaline). The patient stabilized and was transferred to intensive care unit physician staffing (ips), x-ray and CT were planned for later. Patient¿s condition is slowly improving. Extended hospitalization was required as a result of the event, the patient was still on the hospital as of (B)(6) 2020. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, most likely caused by a perforation to the rvot with the ablation catheter. The exact time of the injury was unknown. Transseptal puncture was not performed during the case. No ablation was conducted; therefore, the flow was at 2ml/min. The visualization features used included graph, dashboard and vector. No error messages were observed on any biosense webster, inc. Equipment.